Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(6) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the short black cover was damage and the battery latch lock was bent. The autopulse platform is a reusable device and was manufactured on 07/20/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The platform failed functional test due to user advisory 41 displayed upon powering up. Further testing showed that the temperature sensor and power distribution board (pdb) were found to be faulty. The temperature sensor and the power distribution board (pdb) were replaced to remedy ua41. Functional testing was performed and did not replicate any of the user advisory or fault. In addition, the load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary, the reported user advisory 41 was confirmed based on the archive review and during functional testing. The root cause for ua 41 was due to defective temperature sensor and power distribution board (pd). After replacement of the temperature sensor, power distribution board, short black cover and the battery latch lock, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory ua41 (patient temperature sensor failure) upon powering on. The error message was cleared by holding green and orange buttons then turning on but not with a simple on/off. The platform was working briefly then the error message reoccurred. There was no patient involvement reported.